Event description:
The thermogard xp ivtm system (sn (B)(4) displayed a mid:11 (post nvram) error upon powering on. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.